Event description:
Additional information received 1/18/06: the doctor used small abd swab to protect the mouth corner where he was working (doctor did not use the protective sleeve provided).

Event description:
It was reported that during a tonsilectomy procedure, there was a white mark on the patient's lip, which was identified as a burn. The device was warm to the touch. Applied bactroban ointment and contacted a plastic surgeon. It was not known how the case was completed.